Event description:
Customer received a meter reading of 109 mg/dl. Paramedics were called and in less than 10 minutes provided a reading of 31 mg/dl wtih an unknown brand of meter. Customer was treated with a glucose IV. Testing was conducted on the fingers.